Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: three openings curved on the anterior, white calcification on the shell, crease fold, and wear abrasion. Leak test and microscopic analysis was performed which identified: four openings striated on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: three striated openings on the anterior assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: d.3., d.4., d.9., h.3., h.6.

Event description:
Healthcare professional reported "right side removal of textured devices and capsular contracture baker grade unknown¿. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and textured devices.

Event description:
Healthcare professional reported "right side removal of textured devices and capsular contracture baker grade unknown¿. Device has been explanted.